Event description:
It was reported that the renasys touch device gives a "container full" alarm without being so. They put in a new 300 ml container and the device keeps giving the same alarm, they modify the cure, the sealing system and it keeps failing. This happens twice, on friday the 16th and again on monday the 19th. It must be because both the 300ml containers and the renasys sealing kits are not from optimized batches. We place new optimized batches and there are no alarms. The procedure finished with a smith and nephew backup device. Surgical delay greater than 30 minutes.

Manufacturer narrative:
H3, h6: the device, used in treatment, has been received and evaluated. Visual inspection found no defects. The evaluation confirmed the reported event, establishing a relationship between the device and the reported event. The root cause was determined as a failed component. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.